Event description:
A malfunction alarm was reported while the pump was in use. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted in loading a new cartridge, but the problem persisted, leading to the decision to replace the pump. The pump was under warranty, and the customer was to use a backup insulin pump to maintain insulin delivery. The customer was instructed to place the malfunctioning pump into storage mode and return it using a prepaid label.